Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent images with a black screen during argon plasma coagulation hot snare polypectomy therapeutic procedure involving an olympus liquid crystal display monitor. There was no patient harm.